Manufacturer narrative:
The customer reported that this incident did not cause any injury nor was any medical intervention required. Gambro intensive care therapy specialist explained the incorrect weight alarm, what the alarm meant and how to correct the alarm. She also stressed the importance of whoever was performing the crrt treatment with the prisma needed to watch the video that was provided during the prisma safety alert training session. On august 1st, 2006, facility's registered nurse, hemodialysis charge nurse stated that the problem had been the result of the dialysate bag being clamped. She also reported that the machine did not need to be checked by gambro technical services field rep. The serial number of the machine in use at the time of the incident was not reported. The prisma safety alert training for this facility was conducted on january 1st, 2006.